Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. A review of the reported adverse event performed by an intuitive surgical medical safety officer (mso) concluded that one patient in this large multi-year study of 503 patients died 30 days after their colorectal operation secondary to sepsis and multisystem organ failure. How they became ill and the details that led to their death are not provided. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Citation: cardelli, s., stocchi, l., merchea, a., colibaseanu, d. T., deleon, m. F., mishra, n., hancock, k. J., larson, d. W. (2025). Multiple robotic stapler firings to transect the rectum are not associated with anastomotic leakage. Colorectal disease, 27, e70094. Https://doi.org/10.1111/codi.70094. Section b7: the medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: all procedures in the study took place between january 2015 and september 2023, during which only the da vinci xi system was in use. Therefore, the xi system is used as primary product. Due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section a: patient age: reflects the study mean of 57 yrs. The age range was (47-67)yrs. Section e: the event site is recorded based on the location of the corresponding authors associated hospital. While the exact site where the death occurred is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article was performed, that evaluated whether the number of robotic staple fires is associated with an increased risk of anastomotic leakage. The study analyzed 503 patients undergoing da vinci robotic mesorectal excision between january 2015 and september 2023. The article states that one patient died 30 days after reoperation as a result of postoperative sepsis leading to multiorgan failure. No device malfunctions were reported, and the authors did not report any events caused by any intuitive device. The corresponding author was contacted multiple times for additional information, but no response has been received.